Event description:
The customer reported via phone call that they received a motor error alarm during a basal delivery. The customer stated the alarm has been recurring once a week for the past few weeks. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
No motor error alarm noted. The insulin pump was unable to prime during prime test due to moisture damage on force sensor resistor. Failure analysis was unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. Motor was tested outside the device and passed. The insulin pump had battery tube threads cracked, cracked reservoir tube lip, cracked case at display window corners and cracked lcd window.